Manufacturer narrative:
Findings: intermittent act button due to flattened dome switch. Unit had cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 110 mg/dl at the time of the call. The customer sent the product back for analysis.